Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified proximal left anterior descending artery. Following pre-dilatation of a 2.5 x 15 maverick 2 balloon catheter, a 3.00x32mm promus element plus drug-eluting stent (des) was advanced but failed to cross the lesion. However, during removal, it was noticed that the stent struts were lifted up. The procedure was completed with a 3.0x24 promus element plus des. There were no patient complications nor injuries reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: promus element plus,mr,ous 3.00x32mm stent delivery system was returned for analysis. A visual examination found stent struts on the distal end lifted from the crimped position. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified proximal left anterior descending artery. Following pre-dilatation of a 2.5 x 15 maverick 2 balloon catheter, a 3.00x32mm promus element plus drug-eluting stent (des) was advanced but failed to cross the lesion. However, during removal, it was noticed that the stent struts were lifted up. The procedure was completed with a 3.0x24 promus element plus des. There were no patient complications nor injuries reported and the patient's status was stable.